Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sensing integrity counter (sic) warning due to a high number of short v-v intervals on the right ventricular lead. High thresholds and diminished sensing were also noted on the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.